Event description:
Upon discontinuing 20g IV from left ac, rn noticed that clear catheter was missing from pink, winged cath part. Primary doctor was notified, arrived to the bedside shortly. Patient denied shortness of breath, cp,vital signs were stable. Status was done at bedside, and the detached catheter was found in patient's left cephalic vein. Interventional radiology physicians removed plastic catheter. Patient remained stable during the procedure.